Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unexpected restart, had an unresponsive keypad and had moisture damage. The customer's blood glucose reading was 2.8 mmol/l. The customer treated for the low blood glucose level, by drinking a soda. The customer stated the insulin pump was exposed to moisture; humidity. The button error alarm was not able to clear due to the unresponsive keypad. The customer stated that after the battery was changed the unexpected restart alarm occurred. Fluid under the lcd screen was noted. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.